Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed using transesophageal echocardiography (tee) imaging. A versacross connect laac was selected for use. The physician accessed the groin and introduced a temporary pacemaker and watchman sheath with a versacross connect dilator and rf wire. The physician then came down on the septum and punctured through the thick part, which was mid/posterior. An effusion check was completed, and none were noted. The physician then went in with a pigtail catheter but had trouble getting it positioned in the appendage. It could be seen on fluoroscopy that the sheath was fighting against the septum. A picture was taken and the pigtail catheter was removed. Tee was difficult in trying to view the appendage. The physician made a flx-ball while trying to find the device on the tee. It appeared to be positioned in the ostium and sitting proximal at the laa opening. The flx-ball was made bigger, and the core wire was slightly advanced. A full recapture was needed because the watchman delivery system (wds) folded on itself. The physician unsheathed the flx-ball and slightly advanced the wds. No changes were noted on the tee, so a better image of the appendage in 90-degree and 135-degree angles was requested. The physician noted he was maxed out on extension. On fluoroscopy the sheath could be seen straight up. The physician made an advance movement. The tip of the wds had perforated the wall in the appendage through to the transverse sinus. The patient's blood pressure dropped steadily. The device and sheath were left in place, and a call was made to cardiothoracic (CT) surgery. The physician began preparing for a pericardiocentesis. The patient began turning blue. The code team came in and cardiopulmonary resuscitation was started, but the patient passed away. The official cause of death was not provided. It was further reported that the septum was lipomas and had a small area for trans septal puncture stick. Multiple attempts were required to track up/drop down into position on the septum before tsp was performed. There was intermittent difficulty with imaging/visualizing the wire. Rf was not applied as the physician crossed without meaning to. There was no veracross malfunction noted. The act was 292 after crossing the septum. The physician believed it was the patients anatomy and tee that contributed to the patient complications. The watchman flex ball with sheath is the device that caused the perforation in the laa. No surgery was performed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed using transesophageal echocardiography (tee) imaging. A versacross connect laac was selected for use. The physician accessed the groin and introduced a temporary pacemaker and watchman sheath with a versacross connect dilator and rf wire. The physician then came down on the septum and punctured through the thick part, which was mid/posterior. An effusion check was completed, and none were noted. The physician then went in with a pigtail catheter but had trouble getting it positioned in the appendage. It could be seen on fluoroscopy that the sheath was fighting against the septum. A picture was taken and the pigtail catheter was removed. Tee was difficult in trying to view the appendage. The physician made a flx-ball while trying to find the device on the tee. It appeared to be positioned in the ostium and sitting proximal at the laa opening. The flx-ball was made bigger, and the core wire was slightly advanced. A full recapture was needed because the watchman delivery system (wds) folded on itself. The physician unsheathed the flx-ball and slightly advanced the wds. No changes were noted on the tee, so a better image of the appendage in 90-degree and 135-degree angles was requested. The physician noted he was maxed out on extension. On fluoroscopy the sheath could be seen straight up. The physician made an advance movement. The tip of the wds had perforated the wall in the appendage through to the transverse sinus. The patient's blood pressure dropped steadily. The device and sheath were left in place, and a call was made to cardiothoracic (CT) surgery. The physician began preparing for a pericardiocentesis. The patient began turning blue. The code team came in and cardiopulmonary resuscitation was started, but the patient passed away. The official cause of death was not provided. It was further reported that the septum was lipomas and had a small area for trans septal puncture stick. Multiple attempts were required to track up/drop down into position on the septum before tsp was performed. There was intermittent difficulty with imaging/visualizing the wire. Rf was not applied as the physician crossed without meaning to. There was no versacross malfunction noted. The act was 292 after crossing the septum. The physician believed it was the patients anatomy and tee that contributed to the patient complications. The watchman flex ball with sheath is the device that caused the perforation in the laa. No surgery was performed.

Manufacturer narrative:
Correction to the initial MDR in block(s) b1: adverse event/product problem, section b. Adverse event/product prob and f10 & h6: device codes, sections f. For use by uf/importer & h. Device manufacturers only. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, boston scientific is unable to confirm cause of the reported clinical observations of death, cardiac arrest, cardiac tamponade, pericardial effusion, cardiac trauma, hypotension. The device was not returned for analysis (discarded at facility); therefore, a technical analysis of the complaint device could not be completed. Boston scientific has determined that death, cardiac arrest, cardiac tamponade, pericardial effusion, cardiac trauma, hypotension are known inherent risks of use of this device. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review for versacross connect laac access solution was completed and confirmed that the events of death, cardiac arrest, cardiac tamponade, pericardial effusion, cardiac trauma, hypotension and insufficient visibility were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established based information in the event description provided, the root cause of the difficult/failure to visualize device cannot be determined with certainty. The events of death, cardiac arrest, cardiac tamponade, pericardial effusion, cardiac trauma, hypotension are expected procedural complication addressed within the IFU for the versacross device. The device has not been returned for analysis, and the information within the event description and through a label review, it suggests that the clinical events are anticipated in nature as per the IFU as reported to boston scientific.